Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm during primary. The customer's blood glucose was 324 mg/dl. Troubleshooting was provided. No alarms were cleared. Advised customer to revert to backup plan. The insulin pump wil be returned for analysis.